Event description:
Consumer reported they achieved osseointegration, consumer reported mobility issued & immediate extraction of the site.

Manufacturer narrative:
Consumer reported they achieved osseointegration, consumer reported mobility issued & immediate extraction of the site.